Event description:
It was reported that the device fails to start up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.